Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that yesterday the patient felt kind of a shocking sensation and then a pulsating and squeezing sensation. Patient said it would squeeze and give them a "ping" and then loosen up, but it was on a consistent pattern of time. Patient said their stimulator has been turned off for over a year and the patient said that the sensation was painful, it freaked them out and they don't want it to happen again. Patient said the only thing they can think of is they had their air conditioner fixed yesterday and the contractor "came with a machine." At the beginning of the call patient mentioned that their ins was "dead" but later in the call, patient said that they connected to their ins to make sure it was off and confirmed it was off, so ins is not depleted. Patient asked why this happened and what to do. The caller was redirected to their healthcare provider to further address the issue. Redirected the patient to their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.